Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vamf3434c200tu stent graft, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited no capture, undefined impedance qualified as high and no sensing of p-waves. It was also reported that the helix would not retract and a stylet could not be advanced into the lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.